Event description:
A malfunction on the pump was reported by the caller. The pump issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their health. Technical support provided instructions to reset the pump and assisted the caller in doing so successfully. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues arose again.